Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section b3-date of event is estimated.

Event description:
It was reported patient experienced a bad fall and contact 2 read high impedances greater than 10,000 ohms. As such, the ipg was unable to be placed in MRI mode. Repositioning was attempted and not successful. As such surgical intervention was undertaken where the lead was explanted and replaced. Effective therapy was restored, and issue was resolved.